Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-may-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s s representative, regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence, chronic diarrhea, and gastrointestinal/pelvic floor. It was reported that the patient, per the physician, had pain in their right lower extremity and low back for the last 5 months which resulted in falls. The pain issue persisted despite the ins being turned off. It was noted that the ins battery was on the patient¿s right side and the lead was implanted on the left side. The device system was removed completely and without difficulty or complication, to see if this resolves the patient¿s pain and also to have an MRI (if indicated) to determine the cause of their back pain. The issue was reported as resolved at the time of report. Relevant medical history included small bowel obstruction and smoking. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.